Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer mother reported via phone call that they experienced high blood glucose. The customer blood glucose level was 600 mg/dl at the time of incident and the current blood glucose of the patient is unknown. Customer states that pump was not working or infusion set. Customer had insulin flow blocked alarm. Customer states that insulin exited. Customer states that cannula was not bent. Customer did not provide any treatment about high blood glucose. Troubleshooting was performed. The insulin pump will not be returned for analysis.